Event description:
It was reported that 2 sharps coll next gen 5.4qt red 20/pack were missing their lids. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, two lids were missing when checking the number of red bases."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported (0326925) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 sharps coll next gen 5.4qt red 20/pack were missing their lids. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, two lids were missing when checking the number of red bases."